Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 31-year-old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (baby was breech - not breathing when born via c-section ¿ jaundice.), thyroid cancer, lupus erythematosus, rheumatoid arthritis, uterine bleeding and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-provera from 2010 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 7 months 11 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches/ migraine"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (she had hysterectomy (partial), salpingectomy (bilatel)). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea and abdominal pain upper had resolved and the menorrhagia, anxiety, vaginal haemorrhage, migraine, back pain and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that essure: coils seen 2, left, 4, right. She also reported ER bleeding for 11 hours. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Batch no b60750. Production date 2013-08-13. Expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6)-year-old female patient who had essure (batch no. B60750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (baby was breech - not breathing when born via c-section ¿ jaundice.), thyroid cancer, lupus erythematosus, rheumatoid arthritis, uterine bleeding and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: depo-provera from 2010 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 7 months 11 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches/ migraine"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (she had hysterectomy (partial), salpingectomy (bilatel)). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea and abdominal pain upper had resolved and the menorrhagia, anxiety, vaginal haemorrhage, migraine, back pain and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that essure: coils seen 2, left, 4, right. She also reported ER bleeding for 11 hours. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 1-oct-2019: reporter and laboratory data were added. Injury was updated to dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anxiety. On (B)(6) 2019: reporters, medical history, historical drugs, and laboratory report added. Added events abnormal bleeding (vaginal), migraines / headaches. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary repor